Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ventricular output connector was broken.

Event description:
It was reported the ventricle connection was broken. The external pulse generator was returned for service. There was no patient involvement.